Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had connection issues. The following information was received by the initial reporter with the following verbatim: material # unknown; batch # unknown. It was reported by customer that connector came unfastened during anesthesia. This was the small bore pigtail connector that came loose at the IV hub.

Manufacturer narrative:
Investigation summary: one photo taken by the customer does not verify the customer complaint. Additionally, due to no sample being available and no lot number and investigation cannot be conducted. The root cause is unknown.

Event description:
No additional information.